Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume intermate ruptured during fill. The device was filled with 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between november 8, 2018 to november 12, 2018. The actual device was not available; however, a photograph of the device was provided for evaluation. Visual inspection of the photograph revealed a ruptured bladder. No functional test was performed due to the nature of the sample. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.